Manufacturer narrative:
Visual analysis of the returned device identified: opening, weight to the spec, yellow particles, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a striated edge opening on posterior side due to surgical damage.

Event description:
Physician reported capsular contracture baker grade iii and rupture of right device, confirmed by MRI. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported capsular contracture baker grade iii and rupture of right device, confirmed by MRI. The device was explanted.